Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the display lens was cracked and peeling off the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the lens film was observed to be cracked, discolored, and peeling off the display lens. No damage was found to the display lens. During testing, the pump was powered on and the display screen appeared dim, faded, and discolored. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the up arrow keypad button was intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts.